Event description:
It was reported that when (2) devices were used during a laparoscopic assisted vaginal hysterectomy procedure, both devices did not staple. Another device was opened to complete the case with no consequence to the pt.